Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.